Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of blood glucose of 718 mg/dl. The customer experienced symptoms such as nausea, difficulty breathing, and vomiting. The customer was treated with IV fluids. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error alarm test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using care link. Device was programmed with multiple boluses and monitored. All boluses delivered properly and was recorded in the bolus history screen. No bolus anomaly or history anomaly noted. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).